Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, t2 would not deploy. T1 was removed from the patient and a backup device was utilized to complete the surgery. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the construct confirmed the distal end of t1 has broken at the suture slot. The needle is dramatically bent and twisted. The distal end of the depth limiter is damaged. It appears excessive force was placed on the device causing the observed damage. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause related to the manufacturing process can be established. Device history record review found no deficiencies in the manufacture of this lot. Use error cannot be ruled out as a contributory factor.